Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The drive support disk was inspected and no anomaly was noted. No unexpected check setting alarms noted. The device also had cracked battery tube threads and scratched lcd window. The motion sensor test failure alarm could not be verified due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and check settings. The blood glucose at the time of the incident was 298 mg/dl. It was stated that the alarm history showed multiple motor error alarms, a motor position encoder error alarm and a motion sensor test failure alarm. Troubleshooting was performed. The device was returned for analysis.